Event description:
It was reported that a non-dehp y-type catheter extension set leaked from the unspecified location. The line was primed with normal saline. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h10: the customer reported two potential lot numbers r21j04080 and r21j21050 (omitted on initial). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing; and the results were satisfactory. The reported condition was not verified. A batch review was conducted on the two potential lot numbers (r21j04080, manufactured 10/05/1021 and lot r21j21050, manufactured 10/22/2021) and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.